Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.

Event description:
It was reported that the right atrial lead exhibited loss of sensing, low impedance, loss of capture and insulation anomaly. The lead was explanted and replaced on (B)(6) 2014.